Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needs some help with the stimulator. The patient said it was not working properly for her since the position of the device is on the very bottom so it is further to charge it. No symptoms or further complications were reported.